Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visually the device remains fully assembled. The distal tip of the anchor near the suture bridge is broken but remains held in place by the suture. The broken portion of the anchor is displaced from its original position about 180 degrees, indicating that the anchor was continued to be inserted after it broke during the procedure. This complaint can be confirmed. It has been reported that the surgeon did not torque or forcefully insert the anchor. There was no information provided about the quality of the bone and whether or not the insertion was off axis. We cannot discern a root cause for this failure. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. Based on the overall complaint rate for healix peek anchors, no further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a shoulder repair the tip of the customer's healix peek anchor broke upon insertion into the bone hole. The surgeon stated that he did not torque or forcefully try to insert the anchor. The surgeon used a 4.5 awl and tapped. The surgeon fully removed the broken anchor. The surgeon completed the procedure with another like device in the same bone hole with no patient consequences or delay. The sales representative was not present. No further information was available regarding the procedure or patient.